Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an error 2 message. Per the onetouch ultramini user guide the error 2 message prompts when there is a problem with the meter or the lay user/patient is using a used test strip. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient reported managing her diabetes with insulin (no adjustments) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient was unsure of the exact date/time that the alleged issue started on. However, the patient informed the cca that 3-4 minutes after the alleged issue began she became 'shaky.' The patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the patient was not using the subject meter for the first time and that there had been no known misuse to the subject device. At the time of troubleshooting the cca also confirmed that the alleged error 2 message did not prompt when the subject meter was manually turned on. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reportedly developed a symptom suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
On (B)(4) 2012 - device evaluation:the meter and test strips involved with this complaint have been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter has passed testing with no faults found. However, the test strips involved with this complaint were tested and found to have failed due to a visible score down length of strip(s). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. .